Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. A subsequent revision procedure was performed (B)(6) 2009 due to unknown reasons. The cup and adapter were removed and replaced. A second revision was performed on (B)(6) 2012 due to patient allegations of pain, tissue/bone destruction and elevated metal ion levels. The head and adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2012-02558 / 00256, 02570). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.